Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. Additionally, it was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced, and the leads were repositioned to address the issue.